Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump unable to prime during prime test due to faulty force sensor. Insulin pump passed displacement test and basic occlusion test. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. The customer's blood glucose level at the time of the call was 452 mg/dl. Customer stated that they would treat with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.